Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box showed evidence of unexplained pump reboots along with replace battery alarms while attempting a ¿rewind¿. The pump powered on with the returned battery cap; the cap was able to fully tighten. Current draws were within specifications. A battery life issue was not duplicated during testing. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.